Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. After inserting the catheter into the sheath, air was still being observed despite aspiration. Air was observed around the splines. The catheter was replaced and the issue was solved. No problem was observed with the faradrive sheath. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. After inserting the catheter into the sheath, air was still being observed despite aspiration. Air was observed around the splines. The catheter was replaced and the issue was solved. No problem was observed with the faradrive sheath. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was reported that irrigation was not possible in any state, therefore, no visible air bubbles were found since the test could not be done. The reported issue cannot be established since the test could not be done. Based on the product analysis it was noted a kink in the flush lumen, and according to the date that the device was manufactured, the conclusion code of cause traced to device design was selected for the investigation.